Manufacturer narrative:
Although multiple attempts were made, the customer did not provide any information regarding the change to patient treatment. A beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Age/date of birth, weight and ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of false high sodium (na) patient results on their au480 chemistry analyzer. The results were reported out of the laboratory. The customer reported a change in treatment for one (1) patient based on the elevated sodium results. The customer did not provide patient data or demographics.